Manufacturer narrative:
Meter was not the subject of FDA recall z-631-8

Event description:
The reporter stated that reporter did meter to lab comparison tests, in a fasting state. The reporter's meter reading was 240 mg/dl (capillary), and the lab draw (venous, taken at the same time) test result was 175 mg/dl. The reporter did not have any symptoms. A control test result was in range, 131 (97-146). On follow-up the reporter assured the lifescan rep that reporter does not place too much blood on the strip. The reporter checks the confirmation dot on the test strips. No harm was alleged.